Event description:
It was reported that 4 of the bd ultra-fine¿ mini pen needles were broken. The following information was provided by the initial reporter, translated from spanish to english: break.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Customer returned two images of the 31gx5mm bd pen needle. The customer reported that the needle comes out crooked from the skin application and when touched it breaks. The images were examined, and the root cause of needle bending during use could not be determined as no defect was found based upon the photos alone. No physical sample was returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was unable to duplicate or confirm the customer¿s indicated failure of bending during use. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1125229; medical device expiration date: 30-apr-2026; device manufacture date: 05-may-2021; medical device lot #: 0231142; medical device expiration date: 31-aug-2025; device manufacture date: 18-aug-2020.

Event description:
It was reported that 4 of the bd ultra-fine¿ mini pen needles were broken. The following information was provided by the initial reporter, translated from spanish to english: break.